Manufacturer narrative:
Concomitant medical product: product ID 97755, serial# (B)(6), product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). Date is estimated; month and year are valid. H3: analysis of the 97755 recharger (rtm) (serial number (B)(6)) found the recharge antenna failed due a "no device found" error message. The recharge antenna failed due to the frequency within the steady-state portion of the burst, and the recharger was subsequently scrapped. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device to an implantable neurostimulator (ins). It was reported that yesterday or the day before (pt later said they thought the issue first started on saturday), while charging the implant they noticed the paddle and box of the recharger (rtm) got really hot pretty quick. Pt said the equipment quit charging and was telling pt "all kinds of stuff". Pt said they stopped charging when the rtm got hot so they went back later to charge again, but they couldn't get implant to start charging or controller to say good or excellent. Pt mentioned the rtm had gotten hot 2 times before the last time. Troubleshooting was unable to be performed as pt didn't have equipment with them to obtain serial numbers or troubleshoot. Pt called back, and had their external equipment with them and was calling to troubleshoot. The manufacturer's patient service specialist (pss) helped the pt inspect the rtm plug and controller port, but no visible damage was detected. Pss had the pt clean the rtm plug pins and controller port. Pss reviewed rtm placement when charging their ins. Pt initiated a charge session to their implanted neurostimulator (ins) and saw the "no device found" message and entered passive recharge mode with 83_83_84 that fluctuated to 0_99_100 when the pt moved the rtm over their ins. The pt removed the rtm from their ins entirely and their numbers changed to 0_0_100. Pss helped the pt perform a reset of the controller and confirmed the green light was blinking on the controller when plugged into the outlet. Pt re-entered passive recharge mode with the numbers 0_0_0. Pt noted that the rtm cord was getting hot and the relay box was warm. No symptoms were reported. A replacement recharger was sent out.